Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that it is taking too long to recharge, even though they are getting good coupling. Troubleshooting was performed including repositioning the antenna and adjusting the dial, and it was noted that they are having difficulty recharging the implantable neurostimulator (ins). It was stated that they haven't gotten to the full screen and they recharge the patient's ins for hours. Over the weekend prior to date notified the caller spoke with a manufacturer representative (rep) who directed them to get an ins replacement. When they typical recharge the ins it is 3/4 full with 8 coupling boxes when the patient doesn't move. However, the week prior to date notified they had difficulty coupling. The holster is not used as they just placed the implantable neurostimulator recharger (insr) antenna over the ins and check it periodically, with no error messages seen. A replacement insr antenna was sent to the patient and there were no patient symptoms alleged. On oct-11 the caller inquired if they needed to send the damaged insr antenna back. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.